Manufacturer narrative:
Device analysis: fluid loss was reported. Both cylinders had a leak and broken fabric threads due to input tube wear. Partial sleeve was removed from both cylinders. The reservoir performed within specifications. The pump was not functionally tested due to the cylinder leaks and contamination. Fluid loss was confirmed. The investigation conclusion code of cause traced to component failure was chosen based on the facts that the reported allegations can be traced to a component failure identified during product analysis.

Event description:
It was reported that patient underwent a replacement surgery of his inflatable penile prosthesis (ipp) device due to fluid leak in system. No information about the patient outcome is available at the moment. Additional information was requested, however, no further information was available. Should pertinent additional information be provided, a supplemental report will be submitted.

Event description:
It was reported that patient underwent a replacement surgery of his inflatable penile prosthesis (ipp) device due to fluid leak in system. No information about the patient outcome is available at the moment. Additional information was requested, however, no further information was available. Should pertinent additional information be provided, a supplemental report will be submitted.